Manufacturer narrative:
As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. A guidewire insertion test was performed, and the guidewire was able to be inserted removed with no restrictions. Visual inspection of the lead did not find any anomalies. The reported events of high lead impedance and guidewire removal difficulty were not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, there was difficulty removing the guidewire from the left ventricular (lv) lead. When the wire was removed, it was observed to be bent. Additionally, high pacing impedance was observed on the lv lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.